Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device analysis: 1 syringe of 1.0ml with 0.1ml of gel remaining received with cap and without needle. No defect observed. Device labeling: 5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during injection, one syringe of juvéderm® ultra xc experienced a "needle disengagement" and product spilled onto patient. Patient contact was made. No injury to patient, staff, or injector was reported. The packaged needle was used.